Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011. The patient reported that she is homebound and manages her diabetes with insulin and usually tests several times per day without a backup meter. The patient further stated that when the issue began she could not test and so guessed on her insulin and her diabetes management. The patient confirmed that several days later, she began feeling "so shaky and lethargic that she was unable to eat or drink". The patient reported that she received treatment from a friend who administered orange juice and bread. She reported that she felt better afterward. During troubleshooting, the cca confirmed the patient was using the correct strips. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient by the cca. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.